Manufacturer narrative:
Initial reporter phone #: unknown investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use oil gel globules were discovered in tubes and there was gel residue on the needle tip with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: (1 of 2) the customer found many tubes have oil gel globules. Caused the blocking the sample probe of the (B)(4) machine. Oily substance and separation gel residue on the needle tip.